Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer's blood glucose was 142 mg/dl. The customer stated that he sometimes wears the insulin pump in the shower in order to bolus. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.